Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: left insert was not there where it should be and the right insert had moved/found that the inserts had moved or no where to be found") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervicitis (recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), depression (not recovered prior to essure), weight gain (not recovered prior to essure) and bladder pain (recovered prior to essure). Concurrent conditions included dysfunctional uterine bleeding and nabothian cyst. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) period was going up to 45 days in a row"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) intercourse hurt all the time"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced mood altered ("hormonal changes describe: constantly moody"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), depression ("psychological or psychiatric problems condition: depressed"), cystitis interstitial ("bladder or urinary problems or changes: diagnosed with interstitial cystitis or bladder pain syndrome"), migraine ("migraines / headaches"), headache ("migraines / headaches constant headache"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: gained extra weight"), bladder pain ("bladder or urinary problems or changes: diagnosed with interstitial cystitis or bladder pain syndrome"), back pain ("back pain: upper, lower, middle") and abdominal pain lower ("cramping"). The patient was treated with antibiotics, pentosan polysulfate sodium (elmiron), surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy) and alternative therapy (diet, exercise). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, cervicitis, depression, migraine, headache, dysmenorrhoea, back pain and abdominal pain lower outcome was unknown, the mood altered was resolving, the vaginal haemorrhage, dyspareunia, fatigue and weight increased had resolved and the cystitis interstitial and bladder pain had not resolved. The reporter considered abdominal pain lower, back pain, bladder pain, cervicitis, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: hormonal changes describe: constantly moody, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: cervicitis, psychological or psychiatric problems condition: depressed, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: left insert was not there where it should be and the right insert had moved, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, cramping, back pain were added, patient's medical history was updated, outcome of the events were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device: left insert was not there where it should be and the right insert had moved/found that the inserts had moved or no where to be found') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis (recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), depression (not recovered prior to essure), weight gain (not recovered prior to essure) and bladder pain (recovered prior to essure). Concurrent conditions included dysfunctional uterine bleeding and nabothian cyst. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) period was going up to 45 days in a row"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) intercourse hurt all the time"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: constantly moody"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), depression ("psychological or psychiatric problems condition: depressed"), cystitis interstitial ("bladder or urinary problems or changes: diagnosed with interstitial cystitis or bladder pain syndrome"), migraine ("migraines / headaches"), headache ("migraines / headaches constant headache"), fatigue ("fatigue"), bladder pain syndrome ("bladder or urinary problems or changes: diagnosed with interstitial cystitis or bladder pain syndrome"), back pain ("back pain: upper, lower, middle") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain / loss specify which one: gained extra weight"). The patient was treated with antibiotics, pentosan polysulfate sodium (elmiron), surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy) and diet, exercise. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, cervicitis, depression, migraine, headache, dysmenorrhoea, back pain and abdominal pain lower outcome was unknown, the mood altered was resolving, the vaginal haemorrhage, dyspareunia, fatigue and weight increased had resolved and the cystitis interstitial and bladder pain syndrome had not resolved. The reporter considered abdominal pain lower, back pain, cervicitis, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, perforation, vaginal haemorrhage, weight increased and bladder pain syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event added perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device: left insert was not there where it should be and the right insert had moved/found that the inserts had moved or no where to be found') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis (recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), depression (not recovered prior to essure), weight gain (not recovered prior to essure) and bladder pain (recovered prior to essure). Concurrent conditions included dysfunctional uterine bleeding and nabothian cyst. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) period was going up to 45 days in a row"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) intercourse hurt all the time"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: constantly moody"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), depression ("psychological or psychiatric problems condition: depressed"), cystitis interstitial ("bladder or urinary problems or changes: diagnosed with interstitial cystitis or bladder pain syndrome"), migraine ("migraines / headaches"), headache ("migraines / headaches constant headache"), fatigue ("fatigue"), bladder pain syndrome ("bladder or urinary problems or changes: diagnosed with interstitial cystitis or bladder pain syndrome"), back pain ("back pain: upper, lower, middle") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain / loss specify which one: gained extra weight"). The patient was treated with antibiotics, pentosan polysulfate sodium (elmiron), surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy) and diet, exercise. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, cervicitis, depression, migraine, headache, dysmenorrhoea, back pain and abdominal pain lower outcome was unknown, the mood altered was resolving, the vaginal hemorrhage, dyspareunia, fatigue and weight increased had resolved and the cystitis interstitial and bladder pain syndrome had not resolved. The reporter considered abdominal pain lower, back pain, cervicitis, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, perforation, vaginal hemorrhage, weight increased and bladder pain syndrome to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.